Event description:
Boston scientific crm received information that this right ventricular lead was observed dislodged via a clinical chest x-ray. The patient was seeking medical intervention due to inappropriate device shocks, at which time the lead was noted dislodged. While no adverse patient effects were reported, it was observed via an electrogram history review, that pacing inhibition of greater than 2 seconds had occurred. Boston scientific internal technical services was contacted for troubleshooting recommendations.

Manufacturer narrative:
Data disk review showed episodes of noise and oversensing on both the rv and shock channels; confirmed pacing inhibition due to system oversensing. Technical services recommendation was to perform a lead revision. At this time, no additional information has been received. If new details are forwarded, the event will be further updated.